Manufacturer narrative:
Other relevant device(s) are: product ID: s7 argus os, serial/lot #: unknown/unknown. Analysis found that there was an unexpected exit and the software was unresponsive. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the system "need test with zeiss microscope". There was no patient present.